Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device received inappropriate shock therapy while sleeping. The patient was hospitalized while device data was reviewed by technical services (ts) for programming mitigation options. The patient indicated a desire to have the device removed if sensing could not be optimized. The ts data reviewed confirmed two logged episodes, both occurring on the same date. The first episode was untreated, while the second did produce inappropriate shock therapy. Both of the episodes were cause by system oversensing of non physiologic artifacts along with baseline shifting. In absence of any additional information, ts was unable to conclusively determine root cause. To better understand system oversensing, an x-ray and additional information was requested. Field follow-up confirmed the system was evaluated as an attempt to recreate the noise anomalies however, this proved unsuccessful. The device was programmed with the secondary vector as recommended but this resulted in a very small signal and after 5 minutes at this programmed setting, the patient received another inappropriate shock while still at the medical office. The system was scheduled for replacement which was later completed. The explanted device is expected to be returned for analysis.